Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the complaint device was returned for evaluation on 10/13/2014. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected related to the complaint. A review of the receiver data log confirmed a hardware error code. The customer complaint was confirmed and the root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.